Manufacturer narrative:
Covidien reference: (B)(4). One endobrochial tube was received for investigation. A visual inspection was performed and it was observed that the shape of the tube has been altered by using the stylet. The cuff was found to be stretched over the tracheal notches. Functional tests were performed, and upon removing the stylet, both cuffs were inflated and deflated without issue. All manufacturing controls were found acceptable and effective to detect the reported failure mode.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during pre-use testing, a physician confirmed an incomplete deflation of the endobronchial tube cuff. There was no patient involvement.